Event description:
It was reported that the patient presented to the emergency room with complaints of 'air puffing' over the device. The device was checked, and a lead warning was seen for the atrial lead. The atrial lead exhibited low impedances and oversensing. Follow up was attempted for additional information, but was unsuccessful. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.